Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3889-41, lot # v068871, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the patient was implanted in (B)(6) 2008 and starting at implant the implantable neurostimulator (ins) was not working right. The ins was reportedly replaced in (B)(6) 2008 and this resolved the issue.